Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: heavy metal toxicity. Health effect - clinical code: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 500cc gel breast prostheses developed metal in her bloodstream post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the 1st of two breast prostheses.